Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. On the event date the pt presented with a headache. The investigator noted the event as mild in intensity. The pt was seen in the emergency room, evaluated and release. The condition was reported resolved without treatment the next day. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "idiosyncratic effect" as a possible cause for the event.